Event description:
The pt experienced a popping sound followed by pain, while giving birth in april 2003. Since that time, the pain has continued in the area surrounding the cochlear implant. During a fitting session, the pt could not be programmed as she could tolerate levels only as high as 60cu before experiencing pain.

Manufacturer narrative:
The device has not been explanted.